Event description:
It was reported that the device would go in and out of standby.

Event description:
It was reported that the device would go in and out of standby.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed. (B)(4).

Manufacturer narrative:
The product was returned for investigation. The reported failure mode was confirmed. Visual inspection confirmed there were no outward signs of damage and also no loose parts/items. Initial power sequence included: powering up; confirming display activity; loading correct software; standby mode check; bulb ignition; error code check; repeating sequence several times. Functionality testing included: standby/run mode cycling; variability of light intensity; esst/scope disconnect; cable/jaw engagement; door/bulb ignition cycling, front panel functions. Standby/run mode cycling failed to maintain activate mode. Measurements and burn-in test were deemed inapplicable, the failure was confirmed. The unit would intermittently loose light output and drop to standby mode. The unit had unstable power output to the bulb from the ballast power supply. The unit is over (7) years old and has not been returned for service or upgrades. The ballast failure is due to long usage component breakdown and not an isolated failure mode. The product will be sent to service for repair and disposition per in-house procedures. In sum, the product was returned for investigation and the reported failure mode was confirmed. The failure mode will be monitored for future reoccurrence.